Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. After a non-boston sientific (bsc) guide catheter and a non-bsc guide wire crossed the lesion, a 4.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, resistance was encountered and the physician decided to use a guide extension catheter. Upon advancing the stent into the guide, resistance was felt when tried to push more. The stent was retrieved and the stent strut was found damaged and elongated. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. After a non-boston sientific (bsc) guide catheter and a non-bsc guide wire crossed the lesion, a 4.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, resistance was encountered and the physician decided to use a guide extension catheter. Upon advancing the stent into the guide, resistance was felt when tried to push more. The stent was retrieved and the stent strut was found damaged and elongated. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. It was further reported that the target lesion was complex and moderately calcified. The lesion was prepared with an nc balloon catheter and cutting the balloon.

Manufacturer narrative:
B5 - describe event or problem: updated.